Event description:
Health professional reported "darkening and pigmentation" in the cheeks at the injection sites three days after injection of juvederm ultra xc. On the fourth day, the physician injected hyaluronidase, and prescribed antibiotics and nitropaste. The pt later reported that they took benadryl as well to address the symptoms. The physician reported that the treatment was prescribed to prevent worsening of the symptoms that may lead to permanent damage, and that the pt has responded well to treatment.

Manufacturer narrative:
Medwatch sent to the FDA on 09/06/2012.